Event description:
It was reported that the during sample evaluation, the pumps, drain valves and heater have been replaced. Ctu calibration failed, the arctic sun device displayed error 80 (non-recoverable system error). Could not reach 6 ºc to calibrate, only reaches 8.0 ºc. The chiller was not working at full capacity.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. The device was evaluated upon receipt. The device was evaluated upon receipt. It takes a long time to cool down. Ctu calibration failed, the system displays ¿error 80¿. Cannot reach 6 ºc to calibrate, only reaches 8.0 ºc. The chiller is not working at full capacity. Alarm 40 (unable to maintain stable water temperature) seen in event log. A 2000-hour pm was completed on the device. As part of the pm, replaced mixing pump, circulation pump, heater, and drain valves. Device to be scrapped. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial facility name: hospital (B)(6) the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation, the pumps, drain valves and heater have been replaced. Ctu calibration failed, the arctic sun device displayed error 80 (non-recoverable system error). Could not reach 6 ºc to calibrate, only reaches 8.0 ºc. The chiller was not working at full capacity.